Event description:
Caller (customer's wife) reported a delivery issue, stating the customer had not received his replacement lancing device and was therefore unable to test. Customer had initially reported an issue with his lancing device, stating he was unable to adjust the wheel to change the depth. Caller additionally reported that as a result of being unable to test, on (B)(6), 2015 the customer experienced "gagging" and suffered a seizure and loss of consciousness. Paramedics were called and upon their arrival, customer was administered unspecified intravenous treatment and transported to a local hospital where he was diagnosed with hyperglycemia and was administered intravenous fluids and hooked to an electrocardiogram (EKG). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.